Event description:
Pulmonetic system, inc. Received a call from a representative of facility on 12/23/2002. The representative reported the following problem: vent does not have any output flow to the pt.